Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two appropriate treatments and six inappropriate treatments. The device was started up at 22:57:11 on (B)(6) 2024. At 01:55:07 on (B)(6) 2024, an arrhythmia was detected. ECG was obscured due to CPR/motion artifact. At 01:55:44, the patient received the first inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 01:56:31, the patient received the second inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/motion artifact. At 01:58:00, the patient received the third inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 02:03:24, an arrhythmia was detected. ECG shows vf with varying rates/amplitudes and CPR/motion artifact. At 02:05:48, the patient received the first appropriate treatment. Rhythm at time of treatment was vf with varying rates/amplitudes and CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 02:06:17, the patient received the fourth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 02:06:44, the patient received the fifth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 02:07:15, the patient received the second appropriate treatment. Rhythm at time of treatment was vf with varying rates/amplitudes and CPR/motion artifact. Post shock rhythm was vf with varying rates/amplitudes and CPR/motion artifact. At 02:08:01, the patient received the sixth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact and electrode lead falloff. The electrode belt was disconnected at 02:16:45 on (B)(6) 2024.